Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Event description:
During implant of a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured at full deployment. There was no post-dilation required. The valve was fully deployed. The valve was successfully implanted and there was no paravalvular leak or central leak. The patient was stable. The device will not be returned for evaluation. The patient's annulus/leaflets were moderate to severely calcified. There was no extra volume added to the balloon prior to inflation and no bav performed. Per report, the balloon rupture was due to leaflet calcium.

Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings, and investigation conclusions) and h10. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for was unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the balloon rupture was due to leaflet calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.

Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Event description:
During implant of a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured at full deployment. There was no post-dilation required. The valve was fully deployed. The valve was successfully implanted and there was no paravalvular leak or central leak. The patient was stable. The device will not be returned for evaluation. The patient's annulus/leaflets were moderate to severely calcified. There was no extra volume added to the balloon prior to inflation and no bav performed. Per report, the balloon rupture was due to leaflet calcium.